Manufacturer narrative:
(B)(4).

Event description:
It was reported "the cath would not thread over the guidewire." This was found prior to use. The customer reported similar incidents has occured however further details were not provided for those incidents. Associated MDR numbers include: 9680794-2026-00380 and .

Event description:
It was reported "the cath would not thread over the guidewire." This was found prior to use. The customer reported similar incidents has occured however futher details were not provided for those incidents. Associated MDR numbers include: 9680794-2026-00380 and 9680794-2026-00385.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of a kinked guide wire was confirmed by the photo; however, a complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The IFU also states, "if resistance is encountered when attempting to remove guidewire after catheter placement, guidewire may be kinked around tip of catheter within vessel". Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.